Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the 511sd from a tdk11 kit, the obturator system lock/unlock did not work properly. Another instrument was used to complete the case. There was no consequence to the pt.